Manufacturer narrative:
Device eval summary: investigation of the returned blade revealed that the blade was damaged by customer's use of an aggressive cleaning agent. The blade also found to be broken into multiple pieces. On 5/10/2013 safety alert notice (B)(4) was issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 4/13/2015 safety alert notice (B)(4) was issued to all customers to provide additional safety information regarding compatibility limitations of the reusable video laryngoscope, which were validated through simulated use cycles, cleaning and disinfection agents.

Event description:
Customer has reported broken glidescope gvl 3 blade. No harm to patients reported.